Manufacturer narrative:
It was initially reported that the device was not available for return; however, on 22-dec-2021, additional information was received stating that the product is available for return. Subsequently the biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 17-jan-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number: (B)(4) has two reports: (1) MFR#: 2029046-2021-01196 for product code: d133605il (thermocool® smart touch¿ electrophysiology catheter ) (2) MFR#: 2029046-2021-01195 for product code: d128211 (pentaray nav high-density mapping eco catheter).

Manufacturer narrative:
The device evaluation was completed 14-mar-2022. It was reported that a 62-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter (st catheter) and a pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring surgical intervention and eventually the patient expired. Radiofrequency ablation of atrial fibrillation was started at 16:00 (pm). After puncturing the atrial septum, the pentaray and the st catheters were delivered. The pentaray started modeling for about two minutes (st catheter had not yet started ablation), and the patient experienced symptoms such as dizziness, decreased blood pressure, etc. A pericardial tamponade was identified by echocardiography and rescue was performed. Thoracotomy was performed during the rescue and the atrial appendage site was found to be ruptured, which had not previously been touched by pentaray modeling. Rescue was declared ineffective around 20:00 (pm). Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the pentaray nav eco. Magnetic sensor functionality test was performed in accordance with bwi procedures. The catheter was visualized and recognized, and no errors were observed. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. In addition, the product was deflecting correctly. An irrigation test was performed, in accordance with bwi procedures. The catheter failed the test since the irrigation tube was occluded with reddish-brown material apparently dried blood. A manufacturing record evaluation was performed for the finished device lot: 30557448l number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number: (B)(4) has two reports: (1) MFR#: 2029046-2021-01196 for product code: d133605il (thermocool® smart touch¿ electrophysiology catheter ) (2) MFR#: 2029046-2021-01195 for product code: d128211 (pentaray nav high-density mapping eco catheter).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30557448l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2021-01196 for product code d133605il (thermocool® smart touch¿ electrophysiology catheter ) (2) MFR # 2029046-2021-01195 for product code d128211 (pentaray nav high-density mapping eco catheter).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2021-01196 for product code d133605il (thermocool¿ smart touch" electrophysiology catheter ). MFR # for product code d128211 (pentaray nav high-density mapping eco catheter).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch" electrophysiology catheter (st catheter) and a pentaray nav high-density mapping eco catheter and suffered cardiac tamponade requiring surgical intervention and eventually the patient expired. Radiofrequency ablation of atrial fibrillation was started at 16:00 (pm). After puncturing the atrial septum, the pentaray and the st catheters were delivered. The pentaray started modeling for about two minutes (st catheter had not yet started ablation), and the patient experienced symptoms such as dizziness, decreased blood pressure, etc. A pericardial tamponade was identified by echocardiography and rescue was performed. Thoracotomy was performed during the rescue and the atrial appendage site was found to be ruptured, which had not previously been touched by pentaray modeling. Rescue was declared ineffective around 20:00 (pm). Additional information was received and it was reported that this adverse event was discovered during use of biosense webster products. The physicians opinion on the cause of this adverse event is that it was uncertainable. A thoracotomy was performed. A transseptal puncture was performed with an abbott sl1 8.5f. Prior to noting the CT, ablation was not performed. It is unknown if there was evidence of a steam pop. The event occurred during the mapping phase.